Event description:
Two endeavor sprint rx drug-eluting stents were implanted in the mid lad during the index procedure (ref: 2953200-2010-01596). It was reported that a dissection occurred during the procedure.

Manufacturer narrative:
(B)(4). Evaluation, results: dissection.